Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported that he had 2 accidents and was wondering if he should turn stimulation up. The patient reported that he wasn¿t feeling stimulation at the time of the report. It was noted that the therapy was on. The patient increased the amplitude from 2.8v to 3.3v on program 1 and the patient reported feeling stimulation in the correct area. Additional information was received from a consumer (con). It was reported that the patient ate something on the day prior to the report and was gassy. Every time they passed gas, a little bowel would slip out. They had three accidents on the day prior to the report. It was noted that they were on program 1 at 3.3 volts, but the programmer was in the box so they couldn't check to see if the stimulation was on. They were going to call a manufacturer representative (rep) to see if it was normal or if they should turn the stimulation up. On (B)(6) 2017, it was reported that there was a change in activity level, which led to the accidents and lack of stimulation. They had two accidents since the other two, but thought it was due to over-eating. When they turned it up they felt stimulation, but after a time they didn't feel stimulation. Additional information reported that patient the steps taken to resolve bowel leaking was to move interstim to 3.8. The patient stated that it seemed like after bowel movement there was a little that did not come out below where interstim feeling was and patient got stripes in underwear. Additional information was received from the patient. Patient has experienced a loss or change of therapy and they will go out in the afternoon in 99 degree weather and lose control. This has happened almost every time the patient has gone outside since implant. Patient was advised to connect with their healthcare provider (hcp) to discuss emi table for temperature change, how heat could affect baseline symptoms, and whether an amplitude or program change would be appropriate. It was reviewed that the patient can call back for programmer assistance if needed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.